Event description:
It was reported via repair work order that the power cord end was smashed. Power cord replaced. No patient was effected and no adverse consequence or clincially relevant delay in procedure reported.